Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided. No devices received, log review only.

Event description:
The customer reported that an unintended rate change occurred during an infusion. There was no report of patient harm.

Manufacturer narrative:
Additional patient information: ethnicity: not hispanic/latino; race: white.

Event description:
The customer reported that an unintended rate change occurred during an infusion. There was no patient harm. Received a copy of the customer's medsun report from FDA which states; "rn reports seeing the pump change rates for a couple minutes after midnight and then changing back. The pump was not changed or touched by the nurse for this rate change. Biomed has inspected the pump, but was not able to replicate the error. Manufacturer notified and report sent to them by biomed." An incomplete date of event of (B)(6) 2019 was provided.

Event description:
The customer reported that an unintended rate change occurred during an infusion. There was no patient harm. Received a copy of the customer's medsun report from FDA which states; "rn reports seeing the pump change rates for a couple minutes after midnight and then changing back. The pump was not changed or touched by the nurse for this rate change. Biomed has inspected the pump, but was not able to replicate the error. Manufacturer notified and report sent to them by biomed." An incomplete date of event of xx-feb-2019 was provided.

Manufacturer narrative:
The customer¿s report of a rate change was not confirmed. Analysis of the pcu event log showed pump module s/n (B)(4) received a remote IV request for drugid 322 at 10:03 pm on 05 february 2019. At 10:03 pm, the user started the infusion at a rate of 50ml/hr with a vtbi of 50ml. The user then paused the infusion and restarted at 10:04 pm. At 11:04 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. At 11:07 pm, the user paused the infusion and then channeled the device off. At 6:11 am on 06 february 2019, pump module s/n (B)(4) received a remote IV request for drugid 322 at 10:03 pm on 05 february 2019. At 6:12 am, the user started the infusion at a rate of 50ml/hr with a vtbi of 50ml. At 6:17 am, the device alarmed for patient side occlusion. At 6:18 am, the user paused the infusion and then restarted at 6:20 am. At 7:14 am, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. At 7:27 am, the user paused the infusion and then channeled the device off. The volume recorded as being infused during this period was 105.46ml. The root cause of the customer¿s report of a rate change was not identified. No device was returned for investigation.

Event description:
The customer reported that an unintended rate change occurred during an infusion. There was no report of patient harm. Received a copy of the customer's medsun report from FDA which states; "rn reports seeing the pump change rates for a couple minutes after midnight and then changing back. The pump was not changed or touched by the nurse for this rate change. Biomed has inspected the pump, but was not able to replicate the error. Manufacturer notified and report sent to them by biomed." An incomplete date of event of xx-feb-2019 was provided.

Manufacturer narrative:
Additional medwatch information provided. Additional patient information: ethnicity: not hispanic/latino, race: white patient age has been provided as 56 years old.